Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-521-tbe8, batch 579202821 was received for investigation. Visual inspection identified chipping and breakage across one end of the implant. Surface damage was present across the engraved part and lot numbers. Due to the returned condition of the device, the dimensions could not be accurately assessed. The most likely cause for the reported failure can be attributed to user error due to excessive force during use.

Event description:
It was reported during a knee procedure, the ar-521-tbe8 (lot: 579202821)tibial bearing implant would not seat into the tibial tray. The case was completed using a 2nd ar-521-tbe8 (579200004)tibial bearing implant.